Event description:
During iol left eye, the surgeon and scrub tech noticed the phaco hand piece felt warm. Hand piece removed from the field. New hand piece opened, procedure completed with no issues. FDA safety report ID# (B)(4).